Event description:
Physician injected the pt with intradermal bovine collagen implant in 2001. In the next month physician re-used the same syringe of collagen to again inject the pt. Two weeks later the pt exhibited itching, swelling, redness and nodularity at injection sites. The physician diagnosed hypersensitivity to bovine collagen and prescribed oral claritin and oral prednisone.